Event description:
A patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure, conducted either laparoscopically or robotically, followed by a transoral incisionless fundoplication (tif) procedure). The tif procedure was uneventfully completed, and the patient was discharged. On the next day following the procedures, the patient returned to the hospital complaining of shortness of breath and was admitted. The patient underwent bloodwork and a CT scan on an unknown date and was diagnosed with a pulmonary embolism. Anticoagulant medication was administered. The patient was discharged on an unknown date.

Manufacturer narrative:
The physician is not alleging a product malfunction contributed to or caused the adverse event and the device was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by hospital staff and is unavailable for return to egs. Per the physician, the pulmonary embolism possibly occurred due to distant history of pulmonary embolism. Based on the available information received by egs, the cause of the reported pulmonary embolism cannot be conclusively determined. It cannot be conclusively determined if the patients prior history of pulmonary embolism diagnosis, hhr procedure, tif procedure, or a combination of both these contributed to or caused this adverse event.

Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to this medwatch report: d6a - implant date was added updated g3- date received by manufacturer merit medical updated/replaced g code to include: 788 updated/replaced b code to include: 4114 updated/replaced c code to include: 3221 updated/replaced d code to include: 67.